Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump received with cracked battery tube threads, broken belt clip rails slot and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The customer also stated that the clip holder snapped off. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.